Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device passed bench handling and functional stress testing with no discrepancies found. The device was recertified and returned to the customer. Review of the device activity logs showed that the CPR period options were set to "extended" and the analyze key option was set to "on" in the configuration of the device. Which means that the device will remain in CPR state indefinitely and displays the analyze softkey. The user must press the analyze softkey to move to the analysis phase. Review of the clinical data confirmed that the device was being used in semi-auto mode and the analyze key and shock button were pressed to deliver the first shock. However, the analyze key was never pressed by the user a second time. This report has been closed as device meets specification. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.